Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral paravaginal defect repair, bilateral sacrospinous ligament fixation, posterior repair, enterocele repair, rectocele complete, detrusor instability due to bilateral paravaginal defect, enterocele, cystocele, rectocele, pop, prolapse urine leakage, mixed incontinence. It was reported that the patient experienced pain, erosion, infection, urinary/bowel problems, and dyspareunia. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.